Event description:
It was reported that the catheter was used to cannulate the coronary sinus. During positioning in the coronary sinus, a dissection was noted at the catheter tip via contrast injection. After waiting several minutes, the procedure was completed without further consequence for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.